Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed high shock impedances greater than 200 ohms after one day post procedure. The patient was seen for a revision procedure where it was noted that distal set screw was not secured in the down position. The set screw was secured with resolution of the clinical observation. There were no additional adverse patient effects reported. The system remains in service.

Event description:
Subsequent information was received that there were high pacing impedance measurements and rising shock impedance measurements. As a lead fracture was suspected, the right ventricular lead was surgically abandoned. No additional adverse patient effects were reported.